Manufacturer narrative:
Investigation conclusion: a review of similar complaints of the reported problem for this product was completed and no adverse trends were identified. Without product lot information, no further testing could be conducted. Root cause: insufficient info. Source: online customer review.

Event description:
Customer reported two false positive sars results. The consumer communicated the result was negative with a different brand and at an express care. This is report 2 of 2.